Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was leaking when the patient went to connect. The technical service representative (tsr) reminded the patient that the patient line was vented at the cap. The patient was starting over with new supplies. The tsr had the patient cycle the power on the homechoice and down arrow to the end of the therapy. The tsr guided the patient through ending the therapy and removing the supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information about the reported event was received. The patient reported there was no damage to the cassette and they could not identify the origin of the leak. The leak was observed after the patient was connected for therapy. Should additional relevant information become available, a supplemental report will be submitted.